Event description:
Info received indicates that on (B)(6) 2011, an advance sling was implanted for post/prostatectomy urinary incontinence. It was reported his incontinence worsened after sling implantation. At four weeks post-operatively, he had minimal pain, a weak voiding stream and voided small amounts of urine. He had continuous urine leakage and leakage with activity. He saturated one diaper and 3 wash cloths every one to two hours and used a condom catheter at night. Post-void residual (pvr) was 117 cc. On (B)(6) 2012, he was diagnosed with stress and urge incontinence, hyperactive bladder, irradiation cystitis, and incomplete emptying of his bladder. On (B)(6) 2012, the advance sling was explanted. On incision over the perineum scar tissue was encountered. This was mobilized down to the bulb of the urethra. The sling at the bulb of the urethra was removed and "appeared to not be compressing the urethra."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.